Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported following a fall the patient's leads migrated and the patient experienced ineffective therapy. As a result, surgical intervention was taken place on (B)(6) 2026 wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
X-ray imaging confirmed the lead migration.